Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported the patient was experiencing a "controller fault" alarm with one (1) controller. There was no reported patient injury related to this event. The controller was taken out of use and a new controller was issued to the patient. The reported controller was returned to the manufacturer and evaluated. Upon evaluation the controller passed both visual inspection and functional testing. Review of the log files confirmed a few controller fault alarms due to automatic power switch (aps) failure, but the root cause cannot be conclusively determined. Therefore, the most likely root cause for the reported "controller fault" alarm can be attributed to automatic power switch (aps) failure, likely as result of a compromised component supplied by an external manufacturer. Heartware has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are also instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the controller had a "controller fault" alarm while the patient was driving. The patient was not using the controller direct current (dc) adapter at the time of the alarm. The patient stated the alarm sounded like a lower priority alarm, with no associated pump stop. On the advice of the hospital coordinator, the patient performed a controller exchange without issue. A single "controller fault" alarm was noticed in the controller log files when examined by hospital staff. The controller was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event..